Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04312. It was reported that the patient presented for a device upgrade and lead replacement. The right ventricular (rv) lead exhibited signs of insulation breach with low impedance and a high capture threshold. The right atrial (ra) lead exhibited noise. During the procedure, the physician noticed both the ra lead and rv lead were fractured. Both leads were explanted and replaced. The leads will not be returned. The patient was in stable condition.